Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse determined that the batteries did not last long after being charged overnight. Main power switch was checked to make sure the unit would charge the batteries. To fix the issue, the fse replaced the 12v batteries and advised customer to charge unit overnight. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had battery failure issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.